Event description:
It was reported by service report that the head end brakes were not working and the head end of the stretcher was stuck in the highest height position. No pt involvement or adverse consequences are reported.